Manufacturer narrative:
Additional information: h7, h9 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 30aug2018 to the present date 16 nov 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Also, there was a production failure q6 200272406 for no fault found ¿ unverified problem which does not correlate to the customer reported issue.

Event description:
The customer reported the device had bent casing near iui connector on unit. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had bent casing near iui connector on unit. It was reported there was no patient involvement.